Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that she was hospitalized due to high blood glucose. The blood glucose reading was 600 mg/dl. The customer was wearing the insulin pump at the time of the event. She stated that she had also been hospitalized on (B)(6) for high blood glucose. The customer was wearing the insulin pump during both events, and declined high blood glucose troubleshooting. The insulin pump was not be replaced or returned for analysis.